Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure the device fired and everything seemed fine with the firing. The device was removed from tissue and a scope was introduced to check the staple line. It was noticed while checking the staple line there was a hole in the back wall of the small intestine. It is unknown what caused the hole in the staple line.  The case was converted to open to fix the staple line leak.  It is unknown how the leak was fixed. The patient is currently stable. The device and reload will be returned for analysis. There is no additional information available about the case at this time. The rep stated that when he looked at the cartridge there was one staple present in the crouch of the device next to the blade. It was the 8th firing. Morbid obesity and diabetes are pre existing conditions. Female patient. Patient made a full recovery with longer hospital stay due to opening up of patient vs completing laparoscopically.

Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.